Event description:
It was reported that the insertable cardiac monitor (icm) exhibited a sensing issue causing in a false positive episode. No further information was recieved.

Event description:
It was reported that episodes of false positive on the insertable cardiac monitor (icm) were observed. No further information is available.